Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016 on the abdomen. Patient could not recall exact cgm and bg values, but stated there was at least a 100 point difference. At the time of contact, no injury or medical intervention was reported.